Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provide din a supplemental report.

Event description:
It was reported that the pt is experiencing pain in the front of his thigh and up into the buttock area. Pt states that his hip protrudes at the incision site. Pt states he has had the pain for the last year. Pt has had cortisone injection and physical therapy.